Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box was reported. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2023, the patient was aware the the cgm had not been displaying readings causing the omnipod pump to shut off. The patient had not been checking manual finger sticks to monitor their blood glucose. On that same day, the patient passed out. The patient's husband called an ambulance. It was reported that the patient's blood glucose was 29 mg/dl and the patient was treated with a glucose drip. The patient recovered and was not transported to the hospital. At the time of the report, the patient was doing fine. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. No additional patient or event information is available.